Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon- (B)(6); op date for revision - (B)(6); previous op date: (B)(6) 2017; operation for primary hip was avn of femoral head. Cement/cement hip (stickers attached) returned with pain post hip replacement. X-ray shows cemented stem subsided 2cm implants and cement removed. Pinnacle cup with screws inserted corail stem + 36 head outcome at time of surgery = satisfactory patient consequence? :unknown is the information being submitted for this complaint all the details that are known/available regarding this event? : yes doi: (B)(6) 2017, dor: (B)(6) 2017.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.